Manufacturer narrative:
Product was returned for evaluation. The return fields in oracle state: beds, mattresses, rails. Frame/structure, other/defective. Not a manufacturing defect customer fault. Complaint was confirmed. The underlying cause could not be determined after reviewing the documentation in this investigation.

Event description:
Product was returned for evaluation. The return fields in oracle state: beds, mattresses, rails. Frame/structure, other/defective. Not a manufacturing defect customer fault. Customer has a part of the frame that broke off

Manufacturer narrative:
Should additional information become available for the patient a supplemental record will be filed.

Event description:
Customer has a part of the frame that broke off.